Event description:
The customer called and reported experiencing unexplained high blood glucose at 348 mg/dl. Customer's symptoms was light-headedness. During troubleshooting, it was discovered the drive support cap was loose or flush. Customer was unaware of how the damage occurred and did not press the cap. Further troubleshooting was declined. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.